Manufacturer narrative:
The device was not returned for evaluation. Pictures of the deformed sheath end were provided and reviewed. Note: the UDI number provided in field d4 is the di of the device. The serial number of the specific device involved was not reported, so it was not posisble to identify the pi for the device.

Event description:
A doctor reported that during a procedure with the tx system, the end of the plastic outer sheath melted slightly and deformed. The procedure was completed. There were no patient complications.